Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously elevated total t4 (tt4) patient result above the normal range generated by the unicel (r) dxc 600i synchron access clinical system. The results were reported out of the laboratory. Patient samples were repeated on the same unit and on another unit and lower results were obtained. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was collected in a serum tube without a gel separator. The sample had good volume and was clear in appearance. Qc levels of tt4 were within customers' established ranges pre and post the event. On (B)(4) 21010, the customer performed a routine system check which passed within instrument specification. A bci field service engineer (fse) performed a high sensitivity system check which passed within instrument specification. Fse inspected the unit hardware and no issues were noted. A clear root cause can not be determined from this event.